Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the unstable patient presented into the clinic after inappropriately receiving high voltage therapy. The implantable cardioverter defibrillator would also take a long time to charge, exhibit an alert for charge time limit reached when interrogated, and sometimes would not charge at all. The device was replaced immediately on (B)(6) 2018 and the issue was resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information revealed that the patient was stable following the replacement procedure.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The cause of the extended charge time was due to normal battery depletion as a result of a large number of high voltage therapy deliveries. The device was tested on the bench and no anomalies were found.